Manufacturer narrative:
E4. The initial reporter also notified the FDA on oct 2023. Medwatch report # (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector occluded. The following information was received by the initial reporter with the verbatim: heart lab non-invasive procedure: IV infusion- loop would not flush x 2. Same lot number. 3rd one used without difficulty. No known harm to patient.

Manufacturer narrative:
The customer reported the set would not flush with initial priming, and returned photos of the sets. The photos blood show the sets were used, and have dried blood. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The root cause of this failure could not be identified without a failure investigation. Device history record review for model mp5303-c lot number 23069246 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.